Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was damage observed in the area where the cartridge is loaded, causing the customer difficulty with loading multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.